Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a procedure the pommel could not be turned and the cage could not be aligned. The cage was initially inserted according to the surgical technique. Due to the incorrect position of the cage, which was visible in the x-ray, the cage had to be re-positioned with the inserter and removed from the bath disc compartment. When the cage was back on the table, the surgeon attempted to align and fix the cage, but the pommel could not be turned. The surgery was completed with another implant. There was no consequence to the patient. There was a thirty (30) to forty (40) minute surgical delay. This report involves one (1) implant inserter sh connection. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9 h3, h4, h6: part tft30101, lot e20di0592: release to warehouse date: february 25, 2021. Supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was completed: the device and the provided x-rays were reviewed. Upon visual inspection, it was observed that the threaded portion of the device was stripped. No other issues were identified with the returned components of the device. During the functional test, both the devices were able to be assembled and disassembled as intended. However, there was some resistance observed during the assembly due to stripped threads which could have caused the complaint condition. No dimensional inspection can be performed due to post-manufacturing damage. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition is confirmed. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.